Event description:
It was reported that an auto-off alarm occurred. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 461 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.